Manufacturer narrative:
A ge representative evaluated the system and replaced the batteries. System operates as intended.

Event description:
The customer reported the system displayed a generator fault. No pt injury was reported.